Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the device won't power on unless the battery is removed and reinstalled. There was no report of patient involvement.